Manufacturer narrative:
(B)(4)

Event description:
It is reported: at the time of catheterization of the artery, when the catheter is drawn, a bent guide is observed, making insertion difficult, which is why it is necessary to use another set of arterial catheterization. Bent swg was found while taken out of package in surgical setting prior to being inserted.

Event description:
It is reported: at the time of catheterization of the artery, when the catheter is drawn, a bent guide is observed, making insertion difficult, which is why it is necessary to use another set of arterial catheterization. Bent swg was found while taken out of package in surgical setting prior to being inserted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.